Event description:
Loss of osseointegration - primary stability was achieved, thread tap used, smoker, diabetes, periodontal disease at the time of surgery, bone resorption, periimplantitis, swelling, abscess, bleeding, inflammation ((B)(6) are same patient).